Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in performing the reset, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue recurs, which the customer understood and agreed to do.